Event description:
On (B)(6), 2006, this patient was implanted with gore excluder aaa endoprosthesis for an abdominal aortic aneurysm. On (B)(6), 2010, a distal type I endoleak was noted in the left iliac. It could not be advised which device was implanted on the left side. The aneurysm size remained stable. On (B)(6), 2010, a contralateral leg component was implanted to extend the left limb. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note add'l device: (B)(4).